Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) between 300¿s and 400¿s mg/dl with extreme thirst, excess urination and a moderate level of ketones associated with an alleged issue of air bubbles in the cartridge. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient was using cold insulin. It was reported that the patient was now storing the insulin at room temperature but the air bubble issue still occurred. Cts reviewed the common causes of air bubbles. The patient was educated on loss of prime warnings and cartridge use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.